Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number: (B)(6). G2 foreign: japan. Visual examination of the returned product/provided pictures identified multiple white particles on the device tubing. The device does not meet the packaging acceptance criteria. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgical preparation foreign matter was found on the tubing when packaging opened. Investigation confirmed debris in packaging. There was no patient involved. Due diligence information complete.